Event description:
Dr reported blood solidifying onto the light carrying bundle cover glass, and they cannot clean it without removing the endoscope from the patient and scrubbing the distal end with a gauze. During the procedure it caused the light emitted to be poor, and have a red hue however the procedure was safely finished. This happened during a therapeutic procedure where blood was present. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Based on the investigation, a potential root cause of this failure is blood got on the cover glass for fiber bundles. This blood dried and solidified due to the illumination light, causing the colour of the illumination light to change. Following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), since the blood adhered to the illumination lens of the endoscope, it is assumed that the adhered blood coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the observed image being pink. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 05-mar-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 14-mar-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.